Event description:
It was reported during the post-op appointment the ipg would not connect to the rep's cp and was displaying a error message. Patient had not had any surgery following implant 3-weeks prior and rep does not know if surgery mode was used during implant. Additional information received indicates the rep was able to recover the ipg .